Event description:
It was reported that during a procedure, the device was fired and staples were not formed and looked as if none of the staples hit the anvil. The plastic washer was not cut. They readjusted and fired a linear stapler for a distal staple line and it was leak checked two ways. The procedure was prolonged an hour. Another device was used to complete the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
Date sent: 08/19/2008. Information anticipated, but unavailable at this time.